Event description:
It was reported at the user facility, the device was overheating. The was no delay, no medical intervention, and no adverse consequences reported.

Manufacturer narrative:
The failure for heat was confirmed through functional evaluation, disassembly and visual inspection by the repair technician. Through visual inspection, the set screw moved.

Event description:
It was reported at the user facility, the device was overheating. The was no delay, no medical intervention, and no adverse consequences reported.